Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts to obtain additional information regarding this event were made; however, no responses were received. The heartmate ii left ventricular assist device (lvas) instructions for use (IFU), and the heartmate ii patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to advanced heart failure on (B)(6) 2026. Whether the outcome was device or therapy related was not provided by the customer.